Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 2025oct28 the actual device was not returned, the investigation of it could not be performed. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. No anomaly was found in the manufacturing and shipping inspection records of involved product code and lot number, and no similar report was found in other facilities. Since the condition of the actual device could not be confirmed, it was not possible to clarify the cause of the occurrence. The instructions for use (IFU) of this product states as follows. [Warnings and precautions] warning: "carefully handle the product under fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out the cause to avoid damage to blood vessels and separation or breakage of the product."

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The medwatch event description stated that "the catheter was stuck with the wire in the cavity at the edge of the access catheter and the distal part of the catheter was broken with the wire. The detached part of the catheter was inside the aneurysmal sac. The area was packed with multiple coils for stabilization. What was the original intended procedure? Coiling of the aneurysmal sac and ivc [inferior vena cava] venogram what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Date of event august 2025." Additional information was received on 11sep2025: the patient was in stable condition.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided b3: date of event: august 2025 d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: msn, rn, ccrn risk managment coord. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Please refer to section h10 for the importer's report related to this event. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.